Manufacturer narrative:
(B)(4).

Event description:
It was reported that a kink occurred. A left atrial appendage procedure was being performed. A 30mm watchman ® laa closure device was deployed, but the protrusion was too large. While removing the closure device from the patient, the tip became kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examiantion of the returned product consisted of the watchman system (wds). The device was bloody. The implant was received with the implant in the sheath, and the implant was consistent with the reported information. The implant was deployed during lab analysis. The sheath, tip, core wire and implant were microscopically and tactile inspected. Inspection revealed numerous kinks in the sheath, sheath damage (abrasions), tip damage (tricuts flared/abrasions), and anchor damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a kink occurred. A left atrial appendage procedure was being performed. A 30mm watchman laa closure device was deployed, but the protrusion was too large. While removing the closure device from the patient, the tip became kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.